Manufacturer narrative:
Additional information: d9, h3, h6, h10. Three actual samples and three photo samples were received for evaluation. For the three actual samples, visual inspection, leak testing, clear passage testing, and twist clamp function testing were performed. Visual inspection revealed that the main bodies of the three samples were not cracked. All three samples successfully passed leak testing, clear passage testing, and clamp function testing. The reported condition of cracked main bodies was not verified for the returned samples. The first two samples met specification. The third sample was received without the patient adapter attached to the tubing, but the silicone tubing showed evidence that the patient adapter was once properly attached. The cause of the separation between the patient adapter and the tubing could not be determined. For the three photo samples, visual inspection revealed that the main bodies were cracked. The reported condition was verified for the three photo samples. The cause of the condition could not be determined through analysis of the photos. A nonconformance has been opened to address the cracked main body issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical college. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicap extended life pd transfer sets with twist caps presented cracks in the "twist clamp" (main body). This occurred during unspecified process steps of use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with these events. No additional information is available.